Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was giving tear drop shaped clips and not securing onto the structure. A grasper was used to remove those clips. Another device was used to complete the procedure. No adverse consequences reported. No other details are available.

Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the instrument  (b) was received in good visual condition. No functional test could be performed due to the condition on the device. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the trigger was found to be broken. Therefore no conclusion could be reached as to how this damage had occurred. Since the damage on the trigger affects how the clip is feed into the jaw of the device, it is possible that this could have caused the reported malform clips event. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # j92912, expiration date: 08/2017, manufacturing date: 09/2012.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Cystic duct and cystic artery. Was the clip fully advanced into the jaws prior to firing? Unknown. Was there any torque or twisting of the device present at the time of firing? Unknown. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? Asku. Did anything unexpected happen prior to this incident? Unknown. Was the device fired after this incident in or out of the patient? Unknown.